Manufacturer narrative:
This medwatch report was submitted in error. It is a duplicate of report of medwatch number (B)(4).

Manufacturer narrative:
The product is not available for evaluation.

Event description:
Can not pass the sleeve into a 2 mm incision. Had to open another pack to complete the surgery.